Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited episodes of oversensing noise interpreted as ventricular fibrillation and resulting in pacing inhibition. A competitor device was implanted on (B)(6) 2020 and programming changes were made for the lead. The patient's condition was stable throughout the event.